Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, silicone migration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient has reported " implant is leaking and the liquid is in her lymph nodes". Device remains implanted. This relates to the right side.

Event description:
Patient reported "my lymph nodes are full of silicone." Device has been explanted. This record is for the right side.